Event description:
Customer reported insulin pump was exposed to moisture under the lcd display. The blood glucose reading was over 333 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly, a cracked display window corner and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.